Event description:
On (B)(6) 2011, a manufacturer's clinical investigator reviewed the vns pt's programming history and found two faulted diagnostic tests that occurred (B)(6) 2006, where the physician did not perform a final interrogation afterwards. The pt presented at their next appointment on (B)(6) 2007, with the incorrect settings of 0/20/500/30/0.8 due to the faulted diagnostics from the prior visit. The pt was then programmed to higher settings. If additional info is received, it will be reported.

Manufacturer narrative:
Analysis of programming history.